Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that post operatively patient had experienced diffuse lamellar keratitis in the left eye after lasik surgery. Patient was treated with a topical steroids. There are two related reports for this event. This report addresses the patient initial's cs, in the left eye and other manufacturer reports will be filed.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: the device was successfully verified prior and after the day of event. Most recent onsite visit from field service engineer performed and signed service installation record. The device meets specification as per service installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The reported treatment could be identified. The treatment of the patient's left eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).